Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 along with concurrent laparoscopy with adhesiolysis, vaginal trachelectomy, and wall suspension due to sui/procidentia. It was reported that the patient underwent a gynecological procedure and anterior + posterior mesh was implanted on (B)(6) 2009 due to sui/procidentia. No additional information was included. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent another gynecological procedure on (B)(6) 2009 and monarc was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.